Event description:
A caller reported an alarm occurring with the tandem mobi cartridge during the loading process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the cartridge alarm and decided to replace the pump. The customer was directed to use multiple daily injections (mdi) as a backup insulin therapy to ensure continuous insulin delivery. Additionally, they received instructions on how to prepare the pump for return and were advised on the steps to follow upon receiving the replacement pump. The faulty pump was to be sent back to tandem using the provided return box and pre-paid label within ten days.